Manufacturer narrative:
Two opened knives with sheathing on blades, in bag were received for the report of one side edges was not sharp and incision was not made properly. Samples were visually inspected and sample #1 was found conforming. Functional penetration testing was performed and met specifications. Sample #2 was nonconforming, damaged cutting edge and bent tip observed. Penetration testing could not be performed due to the damage of the sample #2. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the returned opened sample #1 was found to be visually and functionally conforming, therefore one side edges was not sharp and incision was not made properly as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause could not be determined from the investigation performed on sample #2. The damage to the returned sample #2 is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of curled up tip and dull blade. The exact root cause for the damaged knife sample #2 is unknown, therefore specific action with regards to this complaint cannot be taken. No action was taken as the sample #1 was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery, they found that one side of the blade edges was not sharp and incision was not made properly. The surgery was completed post exchanging with the new blade. The patient was not harmed.